Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the downstream occlusion alarms. The device was operating out of specification with high sensor readings and a narrow pressure plate gap. The downstream tubing guide and gasket were replaced and the force sensor was calibrated.

Event description:
It was reported that a spectrum pump constantly alarmed downstream occlusion. It was also reported that there was no patient injury.